Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h11: the returned trapezoid rx was analyzed, and it was found during visual inspection that the side car rx was pushed back 6mm, and the sheath was detached and accordioned. Functional test found the basket was unable to completely open. The device was observed under magnification and found the basket wires were bent but not broken. Based on all available information, boston scientific concludes that the reported event of basket wire break was not confirmed. The basket wires were bent but not broken. Therefore, the most probable conclusion code of "no problem detected" is applied. Also, it was found during visual inspection that the guidewire side car rx was pushed back 6mm and the sheath was detached and accordioned. Most likely due to the excess of force applied on the thumb ring from the handle when trying to destroy the stone, and by this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx and caused the damages found on the device. On the other hand, the basket was unable to completely open. The device was observed under magnification and which showed that the basket wires were bent. Most likely procedural factors such as lesion characteristics, handling of the device, and/or the technique used by the physician (force applied), could have resulted in the damages encountered in the basket wires. Therefore, these issues will be classified as "adverse event related to procedure". All compiled information on this investigation determines that the most probable cause is "no problem detected".

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the basket wires broke during the attempt to crush a stone. Another trapezoid rx was used to complete the procedure. There were no patient complications, and the patient's condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the basket wires broke during the attempt to crush a stone. Another trapezoid rx was used to complete the procedure. There were no patient complications, and the patient's condition following procedure was stable.